Manufacturer narrative:
Six mz5301 samples were received for investigation of (B)(4); three samples were filled with coagulated blood, one of which was received with opened packaging from lot 24039179. The remaining three samples were received in sealed packaging from lot 24039179. The customer reported that "the device functioned correctly during the first blood sample collection. However, after 60 minutes, it was impossible to attach a pump body and/or luer lock syringe. The incident occurred again with a second valve." Functional testing was conducted on all returned samples using a 50ml bd plastipak syringe; no connection issues were observed throughout testing, with the connection noted to be secure with no inadvertent disconnection. Furthermore no leakage was observed from the connection of the products throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer¿s experience could not be determined, no obvious manufacturing defects were observed which may have contributed to the reported connection issues. A review of the production records for lot 24039179 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the mz5301 product in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero multi-fuse pressure rated extension set with needleless connector had connection issues. The following information was provided by the initial reporter, translated from french to english: on (B)(6) 2025, in the pediatric hemodialysis unit, during the annual checkup of a child who had received a transplant, a peripheral venous line was inserted and a bidirectional valve was used to collect blood samples throughout the hospitalization day. The device worked correctly during the first collection. However, after 60 minutes, it was impossible to adapt a pump body and/or a luer lock syringe. The incident recurred on a second valve. There were no consequences for the patient. Additional information received from the customer: please confirm the number of products involved? 1 then a second was used and the problem persisted. Please confirm the make and model of the product(s) connected? Becton dickinson (bd). Please confirm which substance was being infused at the time of the event? Blood sample. Please confirm if there was any harm to the patient? No patient harm, no loss of time. Please confirm that this problem was identified in the presence of the user and that he was able to intervene. (B)(6).